Event description:
It was reported that the rhino-laryngo videoscope was used by a provider on a son and then on the mother, with using an alcohol swab to clean the scope in between each patient. The mother has been feeling ¿sicker¿ and the patients were be brought in for a series of blood testing. The test results for both patients were non-reactive. There was no patient harm reported. This medwatch is being submitted for insufficient or incorrect reprocessing scope at the use facility.

Manufacturer narrative:
The endoscopic support specialist provided reprocessing in-service/training to the staff. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was determined that there was a deviation in the reprocessing procedures from the instructions for use (IFU) manual. Therefore, the reported event was likely due to user mishandling. However, the root cause could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.